Event description:
Oncology pt with a tunneled subclavian groshong. Pt had the statlock cv plus placed with line anchor while inpatient. When pt went to flush groshong it leaked right at the site of the anchor. The line anchor has fairly sharp edges and the line itself must be pushed into the device. It is conceivable that the flexible latex that the groshong is made of is too soft for this type of anchor where as the triple lumens rptr uses are of stiffer plastic.